Manufacturer narrative:
The patient's attorney alleges that several months post implant the patient underwent an additional surgery to repair a recurrent hernia and explant the perfix plug, it is alleged that the explanted mesh plug was infected. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of perfix plug (device #1), patient had pain and was diagnosed with bacterial infections, abscess thereby underwent partial perfix plug onlay mesh removal. Later, patient was diagnosed with hernia recurrence, fistula and underwent repair with biological mesh, abscess drainage, bowel resection along with the complete explant of the mesh. The instructions-for-use (IFU) supplied with the device list fistula formation as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d.6b (date of explant), e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected field: d4 (expiry date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following is alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to repair the recurrent hernia after the perfix plug failed and to remove the perfix plug which was infected. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent umbilical hernia and underwent open repair with perfix plug. Per the operative notes, "medial sized perfix plug onlay cut to the size of this defect over a bard perfix plug (device #1) and placed outlining the defect". (B)(6) 2013 - patient had pain and was diagnosed with abscess, mesh infection thereby underwent partial mesh removal. Per the operative notes, "purulent material was drained. The midline bard perfix plug onlay (device #1) appears to be of small size that is removed." (B)(6) 2014 - patient underwent repair of recurrent incisional abdominal hernia and underwent repair with biological mesh. (B)(6) 2014 - patient was diagnosed with abscess and status post recurrent staphylococcus mesh infection with incisional hernia recurrence thereby underwent serosanguineous fluid drainage with placement of jp drain. (B)(6) 2014 - patient was diagnosed with infection and incisional hernia thereby underwent excision of 2 meshes (perfix plug (device #1) and biological mesh) with infected abdominal wall tissues and resection of the small bowel fistula. Per the operative notes, "there was lot of pus. There were 2 meshes encountered and removed. Once the meshes removed, the segment of small bowel with the fistula in this infection was removed. After this, the bowel was put back into the abdominal cavity and all necrotic tissue was excised from the abdominal wall." Attorney alleges that the patient had abscess, adhesion, bowel/intestinal removal, fistula, infection, pain, hernia recurrence and emotional injuries. It is also alleged that the patient had subsequent surgery for exploration of the abdominal wall and removal of stitches, drainage of abscess related to abdominal wall wound.

Manufacturer narrative:
The patient's attorney alleges that several months post implant the patient underwent an additional surgery to repair a recurrent hernia and explant the perfix plug, it is alleged that the explanted mesh plug was infected. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol perfix plug, was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to repair the recurrent hernia after the perfix plug failed and to remove the perfix plug which was infected. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.